Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side ¿fissure in a device¿. Device remains implanted.

Event description:
Healthcare professional later reported lymphadenopathy, silicone migration, granuloma and capsula contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy, granuloma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy, silicone migration, granuloma and capsula contracture, baker grade iii.